Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h11: a naviflex rx delivery system was received for analysis. Visual inspection revealed that the guide catheter was kinked. Destructive inspection found that the guide catheter had detached from the hypotube. The push catheter was not kinked, and no other damage was noted to the device. Product analysis could not confirm the reported event of the push catheter being kinked. The observed damages were most likely due to procedural factors encountered during the procedure. The tortuosity of the procedure, the techniques used by the physician, and/or the amount of force applied to the device to deploy the stent might have contributed to the kinking and separation of the guide catheter from the hypotube. Therefore, a review and analysis of all the available information indicated that the most probable cause is an adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the bile duct for biliary drainage during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, it was discovered that the sheath portion was bent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed the guide catheter was detached.